Event description:
Boston scientific crm received information that this left ventricular lead had dislodged one day post implant.

Manufacturer narrative:
The caller was inquiring about lead specifications for a lead revision. Efforts to obtain additional event details were unsuccessful. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.